Manufacturer narrative:
The impacted product was received by the failure analysis lab on 10/14/2019. Additional information was received on (B)(6) 2019. The concomitant product was stated. Concomitant product: mentor smooth round moderate profile, catalog #3501660, serial #(B)(4). On (B)(6) 2019 mentor became aware that it erroneously reported the incorrect catalog number of the impacted product. The correct catalog number was 3501660. The impacted product was a mentor smooth round moderate profile 375cc saline prosthesis. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the saline implant. During evaluation of the device a crease was observed on posterior view. Leak testing revealed a tear measuring less than 0.1 cm was found within the crease. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis experienced spontaneous silent left sided deflation post procedure. The patient received an official medical diagnosis of deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.